Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose as well as high blood glucose value. The customer¿s blood glucose level was 46 mg/dl at the time of incident. The customer¿s current blood glucose value was 99 mg/dl. The customer¿s other blood glucose value was 456 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer felt light headed and was shaking and was in the grocery store and she had some trouble walking to the soda area to get some soda. The customer treated low blood glucose value with drinking soda. The customer recalls insulin dripping or squirting from end of set before connecting at their site. Customer reported the drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege insulin pump was over delivering. The insulin pump passed displacement test. The insulin pump will not be returned for analysis.